Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for analysis. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. It's recommended to replace the downstream sensor.

Manufacturer narrative:
H6: additional information received stating no patient involvement-incident occurred during testing.

Event description:
Information was received stating nda. No adverse effects reported.